Event description:
Suspected hepatic infarct in a non targeted liver segment [hepatic infarction]. Non targeted liver segment [complication of device insertion]. Case description: initial information received on (B)(6) 2016: this spontaneous medical device report was received from a physician concerning a patient of unknown gender or age. The patient's medical history and concomitant medications were unknown. The patient received lc bead lumi (dose, indication, lot number and expiration date unknown) on an unspecified date. On an unspecified date in 2016, the patient experienced a suspected hepatic infarct in a non-targeted liver segment. On an unspecified date, the patient had a 30-day magnetic resonance (mr) imaging and was found to have a suspected hepatic infarct in a non-targeted liver segment. No additional information was reported. The outcome of the event is unknown. The physician did not assess the severity of the suspected hepatic infarct in the non-target liver segment or the relationship to lc bead lumi treatment (the relationship of the non-target liver segment is non- assessable). The company considers the events to be serious (medically significant). Follow-up information will be requested. Company comment: the events hepatic infarct and complication of device insertion are considered to be unlisted according to lc bead lumi current reference safety information (instructions for use). Hepatic infarct following a non-targeted liver segment is considered to be user error. In the absence of an assessment by the reporter, and due to the limited information received to date and until additional information can be obtained, the company considers the event of hepatic infarct to be related to treatment with lc bead lumi (the relationship of the complication of device insertion is non- assessable). The event is therefore reportable. This single case report does not modify the risk benefit balance of lc bead lumi. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Event description:
Suspected hepatic infarct in a non targeted liver segment [hepatic infarction]. Non targeted liver segment [complication of device insertion]. Case description: initial information received on 08-apr-2016: this spontaneous medical device report was received from a physician concerning a patient of unknown gender or age. The patient's medical history and concomitant medications were unknown. The patient received lc bead lumi (dose, indication, lot number and expiration date unknown) on an unspecified date. On an unspecified date in 2016, the patient experienced a suspected hepatic infarct in a non-targeted liver segment. On an unspecified date, the patient had a 30-day magnetic resonance (mr) imaging and was found to have a suspected hepatic infarct in a non-targeted liver segment. No additional information was reported. The outcome of the event is unknown. The physician did not assess the severity of the suspected hepatic infarct in the non-target liver segment or the relationship to lc bead lumi treatment (the relationship of the non-target liver segment is non- assessable). The company considers the events to be serious (medically significant). Follow-up information will be requested. Follow-up information has been sought. As of 16-may-2016, no follow-up information has been received. The next report will be sent within 30 days by 20-jun-2016. Company comment: the events hepatic infarct and complication of device insertion are considered to be unlisted according to lc bead lumi current reference safety information (instructions for use). Hepatic infarct following a non-targeted liver segment is considered to be user error. In the absence of an assessment by the reporter, and due to the limited information received to date and until additional information can be obtained, the company considers the event of hepatic infarct to be related to treatment with lc bead lumi (the relationship of the complication of device insertion is non- assessable). The event is therefore reportable. This single case report does not modify the risk benefit balance of lc bead lumi. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Event description:
Suspected (B)(6) infarct in a non targeted liver segment/ (B)(6) infarcts measuring 4.2 cm in segment 8 and 1 cm in segment 5/6 [(B)(6) infarction.] Non targeted liver segment/non-target embolization [device deployment issue] . I vial of m1 lumi with 50 mg of doxorubicin [off label use of device] . Case description: initial information received on 08-apr-2016: this spontaneous medical device report was received from a physician concerning a patient of unknown gender or age. The patient's medical history and concomitant medications were unknown. The patient received lc bead lumi (dose, indication, lot number and expiration date unknown) on an unspecified date. On an unspecified date in 2016, the patient experienced a suspected (B)(6) infarct in a non-targeted liver segment. On an unspecified date, the patient had a 30-day magnetic resonance (mr) imaging and was found to have a suspected (B)(6) infarct in a non-targeted liver segment. No additional information was reported. The outcome of the event is unknown. The physician did not assess the severity of the suspected (B)(6) infarct in the non-target liver segment or the relationship to lc bead lumi treatment (the relationship of the non-target liver segment and is non- assessable). The company considers the events to be serious (medically significant). Follow-up information will be requested. Follow-up information has been sought. As of 16-may-2016, no follow-up information has been received. The next report will be sent within 30 days by 20-jun-2016. Follow-up information was received from a physician on 24-may-2016: the patient was female and was (B)(6) at the time of the events. The patient's medical history included hiv, hep c with (B)(6) carcinoma. The patient's concomitant medications included alendronate 70 mg qd, cyproheptadine 4 mg qd, omeprazole 40 mg qd, abacavir-lamivudine 600-300 mg qd, and efavirenz 600 mg qd (all for indications unspecified). The patient received transarterial chemoembolization for treatment of 4.2 cm hcc with 1 vial of "m1 lumi" with 50 mg of doxorubicin (lot number and expiration not available) on (B)(6) 2016. A magnetic resonance imaging (MRI) dated, (B)(6) 2016, showed (B)(6) infarcts measuring 4.2 cm in segment 8 and 1 cm in sement 5/6. The patient is asymptomatic and is being followed with a clinic visit in 4 weeks. No significant clinical adverse event. The areas of infarct correlate with non-target embolization. The physician noted that there was no significant clinical adverse event. The relationship of the non-target liver segment and 1 vial of m1 lumi with 50 mg of doxorubicin is non-assessable however the physician did stated that the areas of infarct correlate with non-target embolization but did not specifically address whether related to treatment with lc bead lumi. The company considers the events (B)(6) infarcts and non-target embolization to be serious (medically significant) and off label use as non-serious. This report is final. Company comment: the events (B)(6) infarct and complication of device insertion and off label use are considered to be unlisted according to lc bead lumi current reference safety information (instructions for use). (B)(6) infarct following a non-targeted liver segment is considered to be user error. Although the physician considered the (B)(6) infarct to be related to the nontarget embolization, the company considers the event of (B)(6) infarct to be related to treatment with lc bead lumi (the relationship of the complication of device insertion and off label use is non- assessable). The event is therefore reportable. This single case report does not modify the risk benefit balance of lc bead lumi. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.